Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Correction: event description should have contained the statement: this is report 1 of 3. Device evaluation: the customer reported three occurrences of the reported condition and returned two actual samples for evaluation. This report is associated with an actual sample. The samples were examined by reliability engineering. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seals on all three samples. The packaging was inspected under 10x magnification, and foreign material was not observed in the packaging of all three samples. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
Report was received from (B)(6) via synthes (B)(4) stating that there was "damage on the packaging." The device was not used during surgery. There were no injuries or medical intervention reported. There was no contact information from (B)(6) available. No additional information was provided.